Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds several days post-implant. An x-ray was obtained indicating the lead had dislodged. A revision procedure was performed wherein repositioning of the lead was attempted but it could not be affixed to the myocardium. As a result, the lead was explanted and replaced. No adverse patient effects were reported.